Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated the original specimen was "stat" spun for five minutes at 5141 revolution per minute. Ccc explained to the customer that specimens must be handled according to the tube manufacturer's recommendations. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a total service call. The cse inspected the probes and checked dispenses calibration. The cse cleaned and inspected the luminometer. The cse inspected the wash blocks, pumps, tubing and fitting, and checked the port dispenses. A hardware issue was not found. The cse ran replicates of multi diluent and quality controls. (Qc) ccc followed up with the customer, who stated that troponin qc was in range and no further discordant results have been obtained. The cause of the discordant, falsely elevated tni-ultra results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument, resulting lower. The sample was then repeated on the original instrument, also resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.